Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that prior a left atrial appendage closure a bmc transseptal sheath was selected for use. During preparation, abnormal bending at the sheath tip was noticed. The sheath was replaced and the procedure was completed without patient complications. The device is not expected to be returned for laboratory analysis.